Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the caller got a text from a doctor about a patient who is unable to make adjustments to their implantable neurostimulator (ins) using the patient programmer. The caller had limited info and ended the call abruptly. No symptoms reported. No further complications were reported or anticipated with this event. Additional information was received from the manufacturing representative indicating that there was a screen alert on the patient programmer. The doctor tried to correct the issues with the clinician programmer but was not able too.